Event description:
During service, failure code 804:24 was found to have occurred. The facility representative stated that no patient injury associated with this report or have there been any incident reports filed